Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative was contacted by clinician to check this implantable cardioverter defibrillator (ICD) device data due to reports of shocks. The field representative stated that upon interrogation, the device battery capacity was found to have depleted and was not able to review any episodes. It was noted plans for generator replacement procedures were in progress and the patient was inclined to explant the device. Subsequently, additional information received reported that this ICD was explanted successfully. No additional adverse patient effects were reported.